Event description:
Additional information was received that the type of regurgitation was central aortic regurgitation.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of a transcatheter aortic valve (tav), a computed tomography (CT) scan was performed that revealed the valve failed due to severe aortic regurgitation. It was noted by the physician that the failed valve had a "classic whistle" sound. Subsequently, it was planned for the patient to undergo surgery. Additional information was received that the type of regurgitation was central aortic regurgitation. Additional information was received to report a tav-in-tav procedure was planned.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Additional codes. An annex f code was added. Corrected data: h6. Patient codes. Annex e code e062101 was added to replace the previous annex e code e0621. Device codes. Annex a was added as it was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to severe aortic regurgitation. It was noted by the physician that the failed valve had a "classic whistle" sound. Subsequently, it was planned for the patient to undergo surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.